Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The physician placed an unknown manufacturer's guide wire engaging the target lesion located in the left anterior descending artery. While removing a 2.50x24mm taxus element from its packaging the physician observed that the tip of the stent delivery system (sds) became damaged but did not separate. The physician also states that the stent became "accordioned" while remaining on the sds balloon. No attempt was made to use the device or advance it in the patient's anatomy. No patient complications were reported and the procedure was completed with another of the same device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The physician placed an unknown manufacturer's guide wire engaging the target lesion located in the left anterior descending artery. While removing a 2.50x24mm taxus element from its packaging the physician observed that the tip of the stent delivery system (sds) became damaged but did not separate. The physician also states that the stent became "accordioned" while remaining on the sds balloon. No attempt was made to use the device or advance it in the patients anatomy. No patient complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
An examination identified the tip of the device was severely stretched for approximately 8mm in length. The crimped stent and the balloon of the device examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. An examination identified the hypotube was kinked at 60mm and 430mm distal to the strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4).